Manufacturer narrative:
Visual inspection (pre and post decontamination) of the "as received" used 46110-65 partial segment recorded the tubing was separated from the luer component (luer was not returned) . Engineering assessment of the 46110-65 affected components recorded there was an insufficient amount of solvent applied on the tubing. Findings: the reported product issue was confirmed; the root cause was attributable to a mfg. Assy (bonding) error. Based on the investigation findings a multi discipline continuous improvement team has been formed to perform in-depth analysis and investigation of these types of intermittent assembly bonding issues. A review of the applicable design, materials, and involved manufacturing and equipment processes was conducted. Detailed reviews of previously implemented improvements relating to assembly bonding operations, equipment and employee training programs were performed. Functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. Current status: the initial engineering efforts and team investigations of this component assembly bonding processes recorded mixed findings that were inconclusive. Additional investigation activities and engineering efforts are in progress. Interim measure: ICU medical has implemented 100% nondestructive pull testing and 100% leak testing followed by visual inspection. Current builds reflect these additional heightened testing and inspection processes.

Event description:
Int'l. (B)(6) complaint received reporting disconnect/leakage issue with use of 46110-65 transpac IV trifurcated mtg, kit. The event was reported as follows "... Patient was in the operating room, after the arterial line installation, the red line (arterial) disconnected from the male luer lock, .... Patient was bleeding but anesthesia tech caught it right away. The line was clamp right away and changed for a new one..." Follow up information reports the 46110-65 monitoring kit was pre-tested which included stretching/testing line integrity prior to use; the monitoring kit device was placed/in use approximately 12 - 24 hrs prior to the incident. There were no reported patient injuries, change in baseline condition, additional treatments or adverse patient consequences. Device return: one (1) used "partial segment" of the 46110-65, transpac IV trifurcated monitoring kit consisting of a single length of tubing.

Manufacturer narrative:
Visual inspection (pre and post decontamination) of the "as received" used 46110-65 partial segment recorded the tubing was separated from the female luer. Engineering assessment of the 46110-65 affected components recorded there was an insufficient amount of solvent applied on the tubing and the luer. Findings: the reported product issue was confirmed; the root cause was attributable to a mfg. Assy (bonding) error. Based on the investigation findings a multi discipline continuous improvement team has been formed to perform in-depth analysis and investigation of these types of intermittent assembly bonding issues. A review of the applicable design, materials, and involved manufacturing and equipment processes was conducted. Detailed reviews of previously implemented improvements relating to assembly bonding operations, equipment and employee training programs were performed. Functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. Current status: the initial engineering efforts and team investigations of this component assembly bonding processes recorded mixed findings that were inconclusive. Additional investigation activities and engineering efforts are in progress. Interim measure: ICU medical has implemented 100% nondestructive pull testing and 100% leak testing followed by visual inspection. Current builds reflect these additional heightened testing and inspection processes.

Event description:
Int'l. (B)(6) complaint received reporting disconnect/leakage issue with use of 46110-65 transpac IV trifurcated mtg, kit. The initial information reports...